Manufacturer narrative:
For of the reported event, the checkout of the unit was performed by a third party distributor.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1505-900-000 anesthesia gas machine experienced the caster wheel detach resulting in the unit tipping. This report was received from a single source. The reported event did not involve a patient.